Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a factory reset on the ilet while experiencing hyperglycemia and subsequently reported that the system delivered multiple corrective doses that reduced glucose to a low level, with continued glucose fluctuation thereafter; the device problem and component details were not specified. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.